Event description:
It was reported that the device's power supply makes abnormal noise when connected to ac. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The customer was sent a replacement power supply to resolve the issue.